Event description:
It was reported to philips that the system geometry movements were not available.the device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, a non-emergency treatment was completed by using another system. The philips field service engineer (fse) inspected the system onsite and found that the longitudinal move button on geo module is defective. The fse replaced the geo module and returned to philips for further analysis. The analysis could not conclude the failure of module. Following replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.